Manufacturer narrative:
The clinic is reporting this adverse event only and did not request or require field service or clinical support. (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
The surgery center reported that a laser vision correction patient presented with ingrowth on right eye (od) at a 1 month post-operative exam. The patient's comment was that vision was blur. The flap was lifted and rinsed to resolve the symptoms. Pre-op: bcva from (B)(6) 2016: right eye (od) pre-op 20/20 -3.25 x -.75 x 120. Left eye (os) pre-op 20/20 -4.00 x -1.00 x 70. Post-op: bcva from (B)(6) 2016: right eye (od) post-op 20/20 1.00 x .00 x 90. Left eye (os) post-op 20/20 .75x .00 x 90. This report is for the visx laser.